Event description:
It was reported that the customer had low blood glucose levels of 48mg/dl. Customer also reported having calibration errors with their sensors. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.